Manufacturer narrative:
A getinge field service engineer evaluated the device and replaced scroll compressor (d119-00-0236), muffler,1/8 npt (d103-00-0631) and muffler < 100 micron (d103-00-0499) to resolve the issue. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer during use that the cardiosave intra-aortic balloon pump (iabp) had overheating. There was no patient harm or injury.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Event description:
N/a.